Event description:
A caller reported an alarm issue with the adc device, with the phone (iphone 12, ios 16.3.1). The caller reported that the high/low glucose alarm failed to sound and the customer required treated of insulin (dose/type unknown) by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The user reported missing high and low alarm notifications with the freestyle librelink application. Attempted to replicate the user¿s complaint using similar device configuration and successfully received high and low glucose alarm notifications. The user complaint could not be reproduced. If the product is returned, a physical investigation will be performed, and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an alarm issue with the adc device, with the phone (iphone 12, ios 16.3.1). The caller reported that the high/low glucose alarm failed to sound and the customer required treated of insulin (dose/type unknown) by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.